Manufacturer narrative:
Additional information: h6, h11. Additional information/correction h11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not returned; therefore, a device analysis could not be completed. The customer alleged the battery module did not work however there was a "battery alert" notification on the pump which the battery was connected to. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because the battery alert is alerting the user of the pump status so appropriate actions can be taken if necessary. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum v9 wireless battery module internal power supply did not work. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.